Event description:
It was reported that a lead integrity alert had been tripped on two occasions. It was noted that both times it was due sic (sensing integrity counter) and vtns (ventricular tachycardia non-sustained) on the right ventricular (rv) lead. It was noted that the episodes show clear evidence of non-physiologic noise. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was variable and beyond the expected upper range. Analysis also oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was further reported that the there was intermittent noise that caused the patient to have device alerts and then go to the emergency department several times. The physician had the patient come into the clinic and performed myopotential exercises and the noise was not reproducible so the physician is not sure if it is a fracture or device malfunctioning. Therefore, the physician decided to explant and replace the lead and the device. No patient complications have been reported as a result of this event.